Manufacturer narrative:
No product was received accordingly, no testing could be conducted. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this lot number. No conclusion can be drawn.